Event description:
It was reported that the procedure was to treat a brachiocephalic artery. After retrieving the nav6 filter, the retrieval catheter kinked and then could not be pulled back into the sheath. All the devices were removed as a single unit. The procedure was completed at this time. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The kink in the retrieval catheter and difficulty removing from the introducer sheath were confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.